Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified it was received in two pieces. A break in the fiber body was observed. The fiber body and connector were detached. Microscopic inspection of the tip indicated it was in good condition. The fiber connector had burn marks. The aim beam could not be observed due to the break in the fiber body. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was connected and fired for some time caused the fiber to break and overheating the connector. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause not established was assigned as a clear conclusion for the reported event of black spots could not be determined.

Event description:
It was reported that the slimline fiber had been re-sterilized using low-temperature plasma sterilization. During preparation for the procedure, the second time the fiber was going to be used black dots were observed. The fiber could not be used. It was noted that the connector face had been wiped clean during setup. The fiber was replaced, and the procedure was completed using another device. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body. The fiber body and connector were detached.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the fiber identified it was received in two pieces. A break in the fiber body was observed. The fiber body and connector were detached. Microscopic inspection of the tip indicated it was in good condition. The fiber connector had burn marks. The aim beam could not be observed due to the break in the fiber body. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was connected and fired for some time caused the fiber to break and overheating the connector. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on analysis results, a conclusion code of cause not established was assigned as a clear conclusion for the reported event of black spots could not be determined.

Event description:
It was reported that the slimline fiber had been re-sterilized using low-temperature plasma sterilization. During preparation for the procedure, the second time the fiber was going to be used black dots were observed. The fiber could not be used. It was noted that the connector face had been wiped clean during setup. The fiber was replaced, and the procedure was completed using another device. There were no patient complications. Analysis of the returned fiber identified a break in the fiber body. The fiber body and connector were detached.